Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual evaluation found the feed line was received disconnected from the pump cartridge .the functional evaluation found there was no flow as the feed line was connected to the fluid supply, the output tube weldment was not bent far enough vertically to properly align with the evacuation opening ,establishing a relationship between the device and the reported event. The root cause was identified as an assembly issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use outside the patient the saline stream from the versajet exact assy, 45 degree x 14mm was angled and would not capture and evacuate all the saline solution. It is unknown if there was a delay in the procedure and how was it finished. No injuries were reported.